Manufacturer narrative:
Unk; esubmitter software does not allow for unk or blank entry. (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right (od) eye. The surgeon reportedly is considering exchanging the lens. Attempts to obtain additional information have not been successful.

Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -10.5/+4.0/093 (sphere/cylinder/axis) into the patient's right (od) eye on b)(6) 2020. On b)(6) 2021 the lens was explanted and then replaced with a longer lens due to low vault and lens rotation. The problem is resolved. The cause of the event is reported as device: "low vault resulted in significant icl rotation. Lens exchanged for a larger size and no rotation occurred." After exchange the patient will reportedly undergo prk for residual refractive error which was an expected outcome.

Manufacturer narrative:
B1-updated. B5-updated. Please disregard previous b5 statement. H6-health impact code updated. Device code updated. (B)(4)